Event description:
Pt was in the cardiologist's office, and on a routine check of pt's pacemaker, it was found to have problems. The pacemaker had some failure to sense and failure to capture. The pt did not have any symptoms. This pt was pacemaker dependent and so pt was sent to the hosp to have the ventricular lead changed. During surgery, the md noted that there was a small hole in the external insulation, and that there was fluid within the lead. The lead was tested and showed unsatisfactory capture. A new lead was then placed.